Event description:
The patient contacted animas on (B)(6) 2012, stating the buttons had been worn for 1.5 years and intermittently unresponsive for a few months. The pump was reportedly not exposed to moisture. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2012- correction: the previously reported results of investigation indicated that the up, down, and contrast buttons were intermittently responsive. The correct results are the ok button was intermittently unresponsive and the up, down, and contrast buttons responded appropriately.